Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown bipolar head was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation however a photograph was provided for review. The photograph shows recently explanted femoral and bipolar heads. The heads appear unremarkable. Clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a revision for disassociation of the femoral head from a bipolar component. The root cause of this event cannot be determined with certainty. Causes of disassociation of a femoral head from a bipolar component are multifactorial including surgical technique, patient activity level and bmi, as well as implant factors. In order to assign any causality to the implant, it would have to be submitted for analysis to stryker engineers to determine if there was any defect with the implant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the bipolar component from the femoral head. A review of the provided medical records by a clinical consultant indicated: this patient underwent a revision for disassociation of the femoral head from a bipolar component. The root cause of this event cannot be determined with certainty. Causes of disassociation of a femoral head from a bipolar component are multifactorial including surgical technique, patient activity level and bmi, as well as implant factors. In order to assign any causality to the implant, it would have to be submitted for analysis to stryker engineers to determine if there was any defect with the implant. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the bipolar component from the femoral head. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.